Event description:
The facility reports the resident was being lifted out of the chair. While resident was suspected about two feet off the ground, the leg clip came unattached. The resident slid through the sling and fell to the floor, hitting head first. No injuries reported.